Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that person with diabetes reported that her one infusion set had a kinked cannula. Kinked cannula led to patient's blood glucose to be over 400 mg/dl. Patient took a manual injection to resolve high blood glucose. There was patient involvement/ no patient injury reported.